Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was very satisfied with the therapy (very efficient) since the lead had been implanted and then, the implantable neurostimulator (ins). 15 days after the second surgery, the therapy was no more efficient. The patient increased the stimulation and no more sensations around pelvic floor. The patient sent back to see the urologist. The patient was living a normal live when issue occurred, no shock or fall. Nothing special to explain the therapy was no more efficient. The urologist tried to increase the stimulation: no sensitive response even with high stimulation. Radio showed the lead was outside of the sacrum. The urologist has a huge experience of sacral neurostimulation but this was the first time saw this. The patient had a new surgery to explant the lead and to implant a new one. The surgeon wanted to expertise the ins even if there is no trouble with the ins. Lead implanted in (B)(6) 2024 (for test period). The ins was implanted in (B)(6) 2024 with a huge success of the therapy. 15 days after, symptoms reappeared. Lead was outside of the sacrum.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2zcs9, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the indication for use was non- obstructive urinary retention.

Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. Product analysis (B)(4): analysis identified that the conductors were broken in the distal end of the lead. Continuation of d10: product ID: 978b128, lot# va2zcs9, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.